Manufacturer narrative:
A ge oec service representative investigated the issue and found a bent pin on the lemo receptacle and noted a defective plug on the foot switch. The foot switch was replaced and the lemo receptacle repaired to plug the interconnect cable in correctly. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The hospital was unable to, or would not provide any patient information relating to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not make a fluoro exposure with any x-ray switch.